Manufacturer narrative:
The device was returned and analyzed. Returned product analysis was performed and no anomalies were found. The device was returned and screening analysis was performed, but no issue was identified requiring full analysis.

Event description:
It was reported that the patient requested removal of the implantable pulse generator (ipg) system as it was causing pain. No further patient complications have been reported as a result of this event.